Event description:
Device switches on automatically and red status indicator is flashing. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 27th november 2012. Corrosion on the pcba, due to storage outside of the indicated conditions. Upon receipt, corrosion was observed on and inside the device, including the pcba. This had caused the device to trigger an overcharge error, resulting in a flashing red status indicator and failure chirp. The corrosion would indicate the device had been stored outside of the recommended conditions. The fault was cleared by bypassing the corrosion on the pcba with a wire link. This would confirm the corrosion had caused the failure observed.furthermore, during the investigation transistor q45 was found to have failed, causing the device to stop performing self-tests and emit a red status indicator. This would also account for the missed self-tests in the history log. The adverse storage of the device had likely contributed to the failure of this component. The reported issue of device switching on automatically could not be confirmed throughout testing. However, the corrosion observed within the device may have contributed to this alleged failure mode. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically and red status indicator is flashing. No patient involved.